Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging inaccurate result of "8.7mmol/l" as compared to "6.7 mmol/l" obtained on another meter. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (07/07/2014).the lay user/patient¿s products have been returned, and were evaluated on 06/17/2014 (test strips) and 06/30/2014 (meter) by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.